Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, it was impossible to initialize the programming head.

Event description:
Reportedly, it was impossibe to initialize the programming head.

Manufacturer narrative:
¿ Upon reception, the subject cpr3h programming head and the dongle were tested with a reference smarttouch tablet. Nevertheless, the reported behavior could not be reproduced: interrogation tests and functional tests could be successfully performed with the cpr3h programming head and the dongle, even when manipulating the dongle cable. ¿ external visual inspection led to the following observations: o the outer plastic shell of the cpr3h programming head was cracked in several places. Nevertheless, visual inspection inside the plastic shell did not reveal any anomaly. O the dongle cable sheath was twisted near the usb connector, most probably due to excessive mechanical stress. However, no damage was observed. ¿ as the reported behavior could not be reproduced, the root-cause of the reported behavior could not be determined. ¿ this case is recorded for trend purpose.